Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: e117 occurred due to a failure of the printed circuit board. In addition, no image occurred due to failure of the receiver/transmitter module. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the field service engineer, on inspection of the video processor an error e117 was displayed and intermittent image with noise / flicker. The issue occurred during a therapeutic total laparoscopic hysterectomy. The procedure was completed using a similar device. There were no reports of patient harm.